Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed binary switches. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex a: a1302, annex b: b01 annex c: c0201 annex d: d02 annex g: g0405203. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the field technician stated pca module issue of ¿failed binary switches¿ was confirmed as a barrel clamp open failure during the investigation. On 20nov2024, a pca module was received unboxed and with paperwork. Testing demonstrated the pca module failing for barrel clamp open with the use of asft program in the bd san diego operation¿s lab. Based on the test results, the failure was attributed to a calibration issue or anomaly. The pca module will be returned to bd san diego repair center for normal processing and to address the issue with the knob (gripper control) not returning to the home position when a syringe is loaded. The failure investigation report will be attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed binary switches. There was no patient involvement.